Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door issue, which was observed as a door not fully latched alarm. This was caused by loose link screws. The link screws have been replaced.